Event description:
The type of this complaint is revision due to dislocation and wear of the implant. The revision took place because of posterior dislocation (the information on when it happened and the cause of dislocation is unknown). The surgeon replaced the product in question (size 22.225) with the replacement of the liner and the head to the size 28 mm neutral. The surgeon requested the measurement of the wear amount because the wear of the liner was visible. The stem is different manufacturer¿s product. It seems to be no problem with the stabilization of the cup and the stem by the wear debris. The surgery was complete without any delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaints database search did not identify any anomalies. The returned parts and lab report were transferred to bioengineering for review. A report was received stating: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.